Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. Microscopic and tactile examination revealed numerous kinks in the hypotube. Microscopic inspection revealed a full separation at the collar area, ptfe (polytetrafluoro- ethylene) was fully pulled out from the collar and tip found no irregularities or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22march2016. It was reported that a shaft kink occurred. The 90% stenosed, 15x2.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A guidezilla extension catheter was selected for use. During the procedure, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a full separation at the collar area.